Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient was treated in the emergency room for elevated blood glucose (bg) and diabetic ketoacidosis. The patient¿s bg was reportedly reading ¿high¿ on the meter (>600mg/dl). The reporter stated that the patient healthcare provider took the patient off the pump and that the patient was treated with IV fluids. The reporter stated that they thought the patient may have been misdiagnosed with type ii diabetes and that the patient may instead actually be a type I diabetic, and that the patient did not do well on insulin. Additional information was not provided and the reporter declined to return the pump. There was no indication or allegation of a pump malfunction at the time of the call to animas; however, a clear cause of the alleged bg excursion was not determined. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause while using insulin pump therapy.